Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was 433 mg/dl but currently her blood glucose level was 520 mg/dl. She treated her blood glucose level with manual injections and a bolus using the insulin pump. The time and date were not correct. The insulin pump powered off ten minutes prior to calling. She lifted the insulin pump and it powered back on. The device was not returned.